Manufacturer narrative:
The device was received, investigation is not yet complete. A follow up report will be sent with all additional relevant information.h6: patient code 2645 was removed.

Event description:
Returned device analysis indicated that the device was used. Follow up with the account confirmed that during the procedure [not during preparation] the suture knot was not formed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a dural arteriovenous fistulas procedure. Reportedly, during device preparation, after opening the product carton box it was found that the suture knot was not formed. Faulty device was not in contact with the patient and not implanted. There was no patient involvement. An additional proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture knot was not formed¿ was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/ suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: removed device code 1430 replaced with 1142.